Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window, cracked case on the display window corner, and cracked battery tube threads.

Event description:
It was reported that the buttons on the insulin pump do not respond properly. Customer stated that the up arrow and the escape button do not respond. Customer's current blood glucose reading is 9.1 mmol/l. No further information reported.